Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video processor model epk-i5000 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was caused due to a malfunction on the buttons of the processor. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The lamp button and pump button can't be used after turning on the processor for 2-5 mins.